Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported they had a lump growing on their gums. They sent in their x-ray and letter from their dentist and never received a response. This is a contraindicated patient.